Event description:
Cochlear implant was seated properly. When neuro-monitoring performed testing, the impedances were lower than normal and neural response telemetry (nrt) was abnormal, implant was not functioning properly. Implant was removed and another implant was successful. ======================manufacturer response for cochlear implant, cochlear implant (per site reporter).======================no response as of this date.what was the original intended procedure?patient with profound sensorineural hearing loss bilaterally. Patient underwent right cochlear implant and left mastoidectomy.device #1is this a laboratory device or laboratory test?no.